Event description:
It was reported by service report that the scale was blank, and bed exit unavailable. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: discrepant footboard main module hindered scale and bed exit functions.